Event description:
(B)(4). I had no issues before I had the essure implanted. The only medical issue I had before was asthma and it was not that bad as it is now.. I'm convinced something in essure has stepped up the severity of my breathing issues. I had my first child natural who is now 20 and my second child c-section who is 14 months old. My ob said essure was the way to go because of down time. Never was I told that I would suffer from all kinds of side effects and never was I told these coils can break off, expel into other organs, cause inflammation inside my body longer than the healing process. So, being a highly motivated, on the go, energetic and healthy woman (other than asthma) before essure... I am now tired all the time, my bones ache, my lower back is in pain 24-7 with most days not able to bend or cough without it feeling like its going to break. I have cramps worse than ever, my headaches are 4 or more days a week. Major mood swings and confused(like being in a cloud). I'm also wondering and doing research to see if the materials in essure can effect my asthma.. I have more issues with my asthma since the essure than I ever had before! I can't express enough about the back pain!! It's so bad and excruciating that I can't even get out of bed right away!